Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer remained closed and would not open. It was identified that a portion of the drawer rail had broken off and fallen. Users were able to retrieve the detached part. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 3.1 and 3.2 had broken rails, and main drawers 4.1 and 4.2 also had broken rails, making them difficult to open. A field service engineer (fse) ran the hardware test application (hta) to release the cubie pockets and the drawer 4.2 had to be released manually due to the damage. The device was powered off, the drawers were removed, and new drawers were installed. The system was powered on, the drawers were opened, cubie pockets were reinstalled into the new drawers and confirmed that the issue was resolved. Additionally, fse performed preventive maintenance and the keyboard was replaced, the top panel was cleaned, and cables were reseated. The system functioned as intended after the field service engineer repaired the device.